Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues.